Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the 8120 pca device failed preventive maintenance for the plunger position accuracy test/calibration. There was no patient involvement.

Event description:
It was reported that the 8120 pca device failed preventive maintenance for the plunger position accuracy test/calibration. There was no patient involvement.

Manufacturer narrative:
Technical support performed over the phone troubleshooting to determine failed plunger accuracy test.tech support recommended to replace housing assembly and send unit back for service repair.device history review:a review of the device history record showed the device had a manufacture date of 25 may 2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Also, there was a production failure q6 200063070 for no fault found- unverified problem which does not correlate to the customer reported issue.a review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : over the phone troubleshooting.

Event description:
It was reported that the 8120 pca device failed preventive maintenance for the plunger position accuracy test/calibration. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8120 failed plunger force accuracy test. Technical support: 1. Replace housing assembly. 2. Return the module to the factory. Recommended replace housing carriage assy. Mike will send unit in for flat fee repair. A review of the device history record showed the device had a manufacture date of 25 may 2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Also, there was a production failure q6 200063070 for no fault found- unverified problem which does not correlate to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Manufacturer narrative:
Additional information: e4, h6, a review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 25 may 2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Also, there was a production failure q6 200063070 for no fault found- unverified problem which does not correlate to the customer reported issue.

Event description:
It was reported that the 8120 pca device failed preventive maintenance for the plunger position accuracy test/calibration. There was no patient involvement.